Event description:
Reporting status: malfunction. Reporting rationale: an expired xience v stent has the potential to cause or contribute to serious injury. Device issue: expired stent. It was reported that the xience v stent was implanted in the 1st diagonal branch lesion which was used after the expiration date. The reported expiration date is 10/27/2009. There were no reported pt effects or adverse events. There was no add'l event info available.

Manufacturer narrative:
(B) (4). Eval summary: results and conclusion summation - the product and packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 10-27-2009, which is 365 days (1 year) from the date of manufacture (10-28-2008), as specified in the product specification at the time this lot was manufactured. This confirms that the product was labeled correctly and based on the reported info, the product was used 56 days past the labeled expiration date. Although the specific unit involved in this case was expired at the time of use (labeled with 1 year shelf-life), a portion of this lot had been relabeled with the approved 2 year shelf life, an expiration date of 10-27-2010. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the xience v IFU states: do not use after the "use by" date. In this case, there is no indication of a product quality deficiency. Although the exact cause of why the product was used after expiration cannot be determined from the reported info, it appears that user error likely contributed to the reported complaint.